Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The heavily calcified lesion being treated was in the ostial left anterior descending artery (lad). After pre-dilation with a 2.5 mm silky balloon the physician attempted to place a taxus express2 8.8% 3.0 mm x 12 mm stent. However, significant resistance was felt crossing the lesion and upon placing the stent, the stent suddenly dislodged. The procedure was successfully completed using another taxus stent to place the dislodged stent to the vessel wall. No further intervention was needed. No pt injury or other complications were reported.